Event description:
It was reported that the patient stated that her device was "not working." It was stated that the patient was going to the bathroom "all the time." It was noted that the patient's device was moved from the right side to the left side. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3889-28, lot # va03qz1, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).